Event description:
It was reported that when an asymptomatic patient presented in the operating room for device change out, externalized conductors were observed. No electrical anomalies were detected. Lead was explanted and replaced.